Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that they wanted to be reprogrammed post-op from their cervical spine fusion. It was noted that the patient¿s recent surgery may have led or contributed to the issue. Impedance checks were ran; electrodes 0-5 were found to be out of range and over 10,000 ohms. The manufacturer representative attempted reprogramming the implantable neurostimulator (ins). However, the device had reached an end of service (eos) battery status. The issue was not resolved. Surgical intervention was planned but had not been scheduled yet. No patient symptoms were reported. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are headaches, cervical/neck, and non-malignant pain.